Manufacturer narrative:
The device was returned to boston scientific for analysis. Visual inspection foreign material in the distal tip and around mini-electrodes. Functional test confirmed that the steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Unit passed leakage test without problems. Flow test was performed and the device was irrigated for 5 minutes without any errors or pump messages. The continuity test was performed and no problems were detected. The noise signals of the device were verified during an rf ablation test by using a maestro generator 4000 and a metriq irrigation pump connected to a rhythmia mapping system, the device was able to complete an rf ablation test at cooling flow set to 17 ml/min at power at 20w for 10s. Noise values were found out of specifications.

Event description:
Reportable based on analysis completed on 14 june 2022. It was reported that during a procedure a intellanav mifi open-irrigated ablation catheter showed high frequency noise when using the catheter at the distal pole. No device or procedure information was provided. However, device analysis revealed foreign material in the distal zone and around the mini-electrodes.